Event description:
The line was put into the patient but when checked it looked to be out of position. An attempt was made to maneouver it into place but when the guidewire was introduced it split. On trying to retrieve the line it came apart. The line needed to be removed at another hospital.